Event description:
Pt became disconnected from ventilator during CT scan and ventilator did not alarm. Pt quickly became hypoxic and pt became bradycardic. Pt was immediately placed back on ventilator. Spo2 increased within normal limits (wnl). Manufacturer response for transport ventilator, pneupac® parapac® ventilator (per site reporter): ventilator was sent for repair.